Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. D4: additional device information unknown / not provided. E1: reporter email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that a screw fractured at the threaded part within the implant at tooth site #36. The first event was approximately 4 years after implant placement, and the second fracture occurred subsequently. Procedure completed. This event refers the second screw fracture.